Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the jaws did not open after sealing and cutting. New device was opened to continue. No patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. Visual inspection found the device jaw was returned with the jaw closed. The customer reported the device was difficult to open. The reported condition was confirmed. The investigation found the knife blade was stuck on eschar build up, which prevented the jaw from opening. The knife trigger was pressed to release the knife blade from the eschar build up. The jaws were able to open and close properly once the knife blade was retracted to its home position. The investigation identified the root cause of the reported event to be user error for improperly cleaning the device. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. No update to the risk management file is required at this time. If information is provided in the future, a supplemental report will be issued.